Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced a defective modular chemistry (mc) wash valve. Fse also replaced the wash vacuum valve, collar and line (the line delivers autogloss to the cap piercer blade) no further leaking complaints were received from this account.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a cap piercer leak in the unicel dxc 800 pro synchron clinical system. The customer found fluid on the sample caps. No injury was reported and no erroneous results were generated.